Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. Correction: the correct common device name is mcm; not pgq as previously reported. This report is filed (B)(6) 2016. The device is unavailable for analysis.

Manufacturer narrative:
This report is filed, february 5, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced abnormal percepts followed by no sound. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 07, 2017, by cochlear limited on behalf of cochlear americas. Exemption number e2016011. (B)(4).